Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. The cause of the nonfunctional response buttons was physical damage to the switches. The metallic domes had been peeled of both switches. The source of the physical damage cannot be positively identified. No adverse event resulted from the damaged response buttons. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that his response buttons were not operating properly. The pt was issued a replacement monitor.